Event description:
The stapler gun misfired. The tissue was too much for the stapler to handle, and the stapler therefore was most likely not completely locked down, and therefore didn't fire. Could be a possible user issue.